Event description:
As reported for this event by the customer, during an unknown therapeutic procedure an unknown error message was observed for the device and there was no output. When checked, there was no major damage observed on the outside. The procedure was completed with a new similar device. There is no reported harm or adverse impact to the patient. The device was inspected prior to use with no anomaly noted. The surgeon¿s opinion is the device had twisting operation and empty oscillation. Upon inspection of the returned device, the tissue pad was observed to be heavily worn. This medwatch is being submitted for the reportable issue of heavy wearing of the tissue pad observed during device inspection.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, the tissue pad was observed to be heavily worn. There was a mark on the probe that came in contact with the non-insulated part. There was a mark of contact with the probe on the non-insulated part. There was a scratch on the tip of the probe. The coating on the grip was peeling off. When a probe check was performed there was no error occurrence. When the grip was closed and the seal mode was output, a seal short circuit error occurred. Since the tissue pad wears when the seal and cut output is performed, the check was done with the seal output. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The wearing of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.